Event description:
Based on the report "PICC had been insitu for one day when nurse noticed the catheter disconnected at the point where the catheter joins the hub (i.e. One cm below the v-connector that is located on the hub.)" Info sent as f/u to the report stated that there were three separate incidents on different pts, but no other details. There was medical intervention. No harm was suffered. Only one sample is returned for investigation.

Manufacturer narrative:
Care is required when using and removing the 2 fr v-cath PICC. Authorization has been given for the used device to be returned to hdc. The device was sent for sterilization and is being examined as part of the investigation of the occurrence.